Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown omnifit stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Dislocating hip. Explanted a series ii liner and an omnifit stem. Dual geometry cup was left in place. Implanted a new stem and new series ii liner.